Event description:
It was reported that there was right atrial (ra) lead noise that led to oversensing. Some ra undersensing was also present. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).